Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of mechanical thrombectomy, marksman catheter tip broke during removal from the patient and tip remained in the patient. It was reported that although there was resistance when extracting the catheter from the guiding catheter. The marker part of the catheter caught on the kinking part of the guiding catheter, and it was broken by forcibly pulling it and remained in the patient. The procedure was completed with another device. The patient's blood vessel was severe tortuosity, and it was very difficult to advance the guiding catheter. Arteriosclerosis was also severe, and guiding was kinked midway. Although the broken portion stayed at the initial internal carotid (ic), it eventually flew to a-com and it was impossible to remove it. Although anterior communicating artery (acom) was occluded, anterior cerebral artery (aca) also had blood flow from the contralateral side and was not occluded. There is a comment that dr thinks that it is not a product attributable to the event but a problem on the operator side. The product was discarded, and it could not be confirmed.